Event description:
While priming, no insulin came through the infusion set tubing. Patient removed the device's adapter, and found that insulin had leaked inside of the device's cartridge chamber. Patient stated that there was no apparent damage to the insulin cartridge, prior to inserting it into the device. Patient reported that, later that night, patient was awoken when the device generated a cartridge/adapter alert. At that time, patient's blood glucose measured - mg/dl. Patient self-treated by clearing the alert. And delivering a 10u bolus of insulin.